Event description:
(B)(4) MDR - after an implant duration of 83 months the device was in eri. During the replacement procedure the connector pin of the ventricular lead (sorin stelid ii utf 26 d) was found to be stuck in the port of this philos d. No adverse pt side effects have been reported.

Manufacturer narrative:
(B)(4) MDR.